Manufacturer narrative:
(B)(4).

Event description:
A motor stall occurred while the pt was hospitalized; it was confirmed via the event logs. The pt did have an MRI while in the hospital. A "stopped pump period may exceed tube set" message was noted in the logs on (B)(6) 2010. No motor stall recovery was noted in the event logs. At the pump refill, the expected residual volume was equal to the actual residual volume. The pt was having pain, but had recently fallen and broken her hip. No audible alarms were reported over the last few weeks; however, the nurse heard the alarm during programming on (B)(6) 2010. Additional info has been requested, a follow-up report will be sent if additional info becomes available.